Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. During the eval excessive motor bearing wear with shaft end play, and black material around the bearing was observed. Also the motor bearing's excessive axial play has caused the magnet wheel to touch the encoder board, causing wear to the encoder board. The inner and outer gearbox bearings are worn, with the outer bearing cage broken, and disintegrated. Visual but incidental observations other than internal to the motor are: an impression on the motor tape from the lower bearing housing. The internal motor inspection was invasive, so the motor assembly was replaced.